Event description:
It was reported by service report that the cot was leaning to the patient-left side, and there was a crack where the outer rail connects to the lift bar. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Cot was leaning, broken weld.